Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical product: reload - gst60b (lot no. T40h6z). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Would not open jaw. It was reported that during the wedge resection of lung surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.